Event description:
It was reported a customer received a sensor related error message "incompatible sensor" with the adc device on the same day as initial wear and was unable to obtain readings. As a result, the customer experienced hyperglycemia with symptoms described as being "lightheaded", vomiting, not able to "pass bowels" and "would not wake up". The customer was hospitalized and received insulin (type and dose unknown) intravenously and subcutaneously (including the use of an insulin pump). No other treatment or medication was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensors and sensor kit passed all tests prior to release. The device history records (dhrs) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section h-10 was incorrectly documented in the previous initial report. Section h-10 has been updated.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensors and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
It was reported a customer received a sensor related error message "incompatible sensor" with the adc device on the same day as initial wear and was unable to obtain readings. As a result, the customer experienced hyperglycemia with symptoms described as being "lightheaded", vomiting, not able to "pass bowels" and "would not wake up". The customer was hospitalized and received insulin (type and dose unknown) intravenously and subcutaneously (including the use of an insulin pump). No other treatment or medication was reported. There was no report of death or permanent impairment associated with this event.